Manufacturer narrative:
Multiple rods (quantity-2 )were used in the event. Although it is unknown if both the rods were broken, we are filing for notification purposes. This part is not approved for use in the united states; however, a like device with catalog # 1476000500, 510k# k091974, UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: rod replacement levels implanted: t4-s2ai it was reported that the patient underwent revision surgery due to the rod breakage after psf(posterior spinal fusion) and hence rod replacement was performed. Connector was used to reinforce the rod. No fragment of the implant remained in the patient post revision. No patient complications were reported as a result of the event.

Manufacturer narrative:
X ray review results: post-op x rays for t2- ilium fusion provided. Unclear if these post or pre or post revision films but there is a rod break at l5 s1 on one side and between the sacral and the iliac screw on the other fusion status is unknown. If information is provided in the future, a supplemental report will be issued.